Event description:
During the procedure, the perfusionist noted that the water in the heater/cooler had a red tinge to it. He continued to use the oxygenator to complete the case. There were no ill effects to the patient.

Manufacturer narrative:
The apex oxygenator manufactured by sorin group italia is a component in the custom perfusion pack manufactured by sorin group USA, inc. The custom pack, catalog number 084102603, is a pre-amendment device. A visual inspection was performed on the returned apex oxygenator. The visual inspection showed no defects. The oxygenator heat exchange integrity was evaluated through a pressure decay and water to blood side leak test. Both physical tests confirmed a leak in the oxygenator heat exchanger. The oxygenator was returned to sorin group italia for further evaluation. A follow-up report will be filed with sorin group italia's findings.